Event description:
It was reported that prior to a surgical replacement procedure, this subcutaneous implantable cardioverter defibrillator (S-ICD) was interrogated, and a battery depletion (BD) alert was received. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This S-ICD is expected to be returned for analysis.